Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath and their "pulse is lower than it is set to normally. They reported that "something is wrong" with the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.